Event description:
Typed correct patient data onto keyboard but did not display on photos what was typed, ie, date, age, etc.====================== health professional's impression======================no patient harm.====================== manufacturer response for video processor, olympus video processor======================field rep said he would report to FDA. Field rep brought loaner (B) (4). Field rep thought the problem was with the battery, but don't have more information.